Event description:
Additional information: this information was previously reported in manufacturer's report # 3007566237-2012-00329: it was reported that the catheter had a micro-tear. This was confirmed by the surgeon. The surgeon noted that the catheter was "leaking" after he removed the stylet from the catheter. The surgeon noticed the leaks on the most proximal end of the (B)(4) catheter. A second catheter was used. There was no therapy or medical issue. It was unknown if there was an implant technique issue. Additional information has been requested but was not available at the time of this report. Any further information related to this event will be reported in this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The catheter and guidewire were received for analysis. Analysis of the same revealed damage to the catheter body and/or guidewire during implant procedure. During testing bleach solution was leaking in the proximal area indicating a hole or holes in the catheter. Inspection under a microscope showed several holes in the catheter consistent with shearing that may occur during guidewire removal. The guidewire also showed a slight bend to it along with damage to the windings of the guidewire.

Event description:
It was reported that the catheter was leaking at the proximal end after stylet removal. The patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Catheter model 8709sc, serial# (B)(4), implanted: unk, explanted: unk. Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.